Manufacturer narrative:
Concomitant medical products: product ID: 6935-65 lead, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery had quick depletion since it was implanted about one year, three months earlier. It was noted the patient is in chronic atrial fibrillation (af) and has a necessarily-programmed high left ventricular output, but other reprogramming options were discussed to improve battery longevity. The device remains in use. No patient complications have been reported as a result of this event.